Event description:
The customer reported that the touchscreen is defective. The customer reported that it is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and reported that the touchscreen is defective, it does not work on the lower part of the screen and is offset in certain places. The remote service engineer (rse) recommended touchscreen calibration. The touchscreen calibration was completed successfully by the customer. It was reported that the screen is functional again. No part was replaced.

Manufacturer narrative:
(B)(6). Further information regarding patient involvement has been requested.